Manufacturer narrative:
The complaint was received by ocd after the product had already expired, therefore, evaluation with a retain vial could not be performed. There were no similar complaints against this lot of product.